Manufacturer narrative:
H10: the customer allowed the previous quote to expire, and then accepted a new quote for onsite services where the following parts were replaced: power management (pm), printed circuit board assembly (pcba), data acquisition (da) pcba, motor controller (mc) pcba, da pcba to mc pcba cable, power supply and central processing unit (cpu) pcba. Following the parts replacement, the fse found that the 1124 diagnostic code was still occurring. The investigation is ongoing.

Manufacturer narrative:
On 20may2023, a philips fse went to the customer site and found within the device diagnostic report (drpt) an 1124 diagnostic code from (B)(6) 2023. The customer was provided with a quote for onsite service and replacement parts (user interface printed circuit board assembly and motor controller printed circuit board assembly). The investigation is ongoing, pending the customers' acceptance or rejection of the service quote.

Event description:
While field service engineer (fse) was carrying out scheduled servicing on v60 the device was showing check vent battery failure (diagnostic code 1124) & would shut down if unplugged. Fse performed troubleshooting & found faulty battery was the problem. Informed customer biomed and investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer (fse) stated on 28jul2023 that after several parts were replaced, the device was giving error code 1102 (check vent: primary alarm failed) as well as the previously stated 1124 error code. There was no further mention of the 1127 error code found after the previous parts replacement. Finally, it was said the battery was replaced but the codes were still there. The resolution to the error codes was not provided or confirmed. The investigation remains ongoing.

Manufacturer narrative:
Additional information received from field service engineer (fse) stating that the ventilator was worked on by a 3rd party company. It was reported that the 3rd party authorized service provider (asp) technician ordered parts to resolve the issue. The philips fse tested the device following the 3rd party repair and confirmed that the device passed all testing and verification. The device was ready to return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.